Manufacturer narrative:
Device was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they received the open book image on the pump screen. The blood glucose was unknown. Advised customer to discontinue use of the pump and recommended customer refer to back up plan per health care professional instructions. The device will be returned for the analysis.